Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the leadless implantable pulse generator (ipg) device experience difficulty finding a suitable position with acceptable capture threshold. The device was removed and replaced. No patient complications have been reported as a result of this event.